Event description:
It was reported that the customer over bloused to compensate for a meal. The customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). Customer consumed carbohydrates to address bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.